Event description:
After use of a 6f exoseal device for vascular closure, it was reported that the patient began to bleed at the access site a few hours after a successful plug deployment following a rotarex and lyse therapy procedure to treat a total vessel occlusion. Due to the patient¿s condition and advanced age, she was transferred to the intensive care unit to receive an infusion solution after the re-bleeding was noted. The patient is currently in stable condition.

Manufacturer narrative:
This device was not returned, therefore it is not available for testing and evaluation. A device history record review could not be performed without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Corrected information on the event: a 6f non-cordis sheath introducer was used in this complaint, not a 5f sheath introducer. Complaint conclusion: after use of a 6f exoseal device for vascular closure after a rotarex and lyse therapy procedure to treat a total vessel occlusion, it was reported that the patient began to bleed at the access site a few hours after the procedure. Due to the patient¿s condition and advanced age, she was transferred to the intensive care unit to receive an infusion solution after the re-bleeding was noted. The patient is currently in stable condition. A retrograde approach was made with a 6f non-cordis sheath introducer. The physician achieved certification on the use of the exoseal and used the exoseal 500 times. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not near a stented segment, however the puncture site did have visible calcium/plaque. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. Adequate bleed-back signal was observed. During retraction, the bleed-back slowed down or stopped. Proper black-black indication was observed in the indicator window. The plug deployment button was fully depressed. The device and sheath were removed as a single unit after approximately 1-2 seconds and hemostasis was achieved. An exoseal unit was returned for evaluation, however the reporter indicated that the returned unit is not the complaint unit. The unit returned is an un-used unit of the same lot as the complaint unit. One non-sterile 6f exoseal was received inside a plastic bag. Guard was not depressed. Deployment lever was not depressed, indicator wire was not deployed. Plug was received with the device. The unit was fully deployed and plug was released during functional test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors to this event. Based on the information available for review, there are pharmacological factors (lyse therapy) that may have contributed to the access site bleeding occurring hours after exoseal plug deployment. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information on the event: a retrograde approach was made with a 5f non-cordis sheath introducer. The physician achieved certification on the use of the exoseal and used the exoseal 500 times. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not near a stented segment, however the puncture site did have visible calcium/plague. The vessel diameter was greater than or equal to 5mm in diameter. The vcd showed no visible signs of damage and was prepped according to IFU instructions. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible ¿click¿ was heard. Adequate bleed-back signal was observed. During retraction, the bleed-back slowed down or stopped. Proper black-black indication was observed in the indicator window. The plug deployment button was fully depressed. The device and sheath were removed as a single unit after approximately 1-2 seconds and hemostasis was achieved. However, a few hours after plug deployment, began to bleed at the access site. The lot number was provided by the failure analysis lab. Lot # is 15849658. Please note that the device that was returned for analysis was not the device used in this complaint. The used device was discarded after hemostasis was achieved. The customer returned an unused 6f exoseal from the same lot number. A device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.